Event description:
It was reported that (3) pcu devices were not powering on and needing keypad replacements . The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced due not powering on was evaluated. Keypad one was confirmed to have a faulty system on key and a nonfunctioning ac indicator light. Keypad two had no faults. When keypad three was installed on the test fixture, the device automatically powered on due to contamination between traces. All other soft keys were observed to be functioning as intended. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module (B)(6), service history record showed the device had a manufacture date of (B)(6) 2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypayds were provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (3) pcu keypads were broken. There was no additional information provided at this time.